Event description:
In 2004, cytyc's operator received a call from a dr. Dr stated that while taking a thin pre pap test sample pt had accidentally splashed preservcyt solution in the eyes. Cytyc's operator forwarded the call to environmental health & safety manager who faxes a material safety data sheet to dr. Cytyc's technical support has since tried to contact dr to follow up on this incident but have been unable to reach pt and have received no further response from dr. Technical support has not received any further reports of adverse reaction in this case since it was reported to cytyc.